Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05050.

Event description:
As reported by our affiliates in the united kingdom, it was a case with a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the esheath was inserted at a steep angle. It was difficult to advance the delivery system through the esheath, and it got stuck in the white portion of the esheath. Consequently, the valve frame was damaged and damaged the sheath shaft. Therefore, the entire system was removed a single unit. A new esheath, delivery system, and valve were prepped to continue the procedure. The patient was in stable condition without any injury. As per evaluation of the images provided, a sheath shaft puncture was observed.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: liner was partially expanded 5.5cm in length from the strain relief. The remaining liner was unexpanded. The distal tip was unopened. There were two punctures at the strain relief, at 2cm and 6cm from the hub. There was a liner tear (approximately 7cm in length, starting at 2cm from hub) underneath strain relief at punctured locations. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. The imagery provided from the site was evaluated, and revealed the following: esheath strain relief appears punctured in two locations. A valve frame strut appears bent outwards on inflow side near the hub. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed , no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to inability to advance through sheath was confirmed based on evaluation of returned device and provided imagery. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (greater than or equal to 5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. On the other hand, available information suggests that procedural factors (steep insertion angle) likely contributed to the event, as provided information indicated that the esheath was inserted at a steep angle (greater than or equal to 45 degrees from horizontal). A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint for sheath puncture was confirmed based on the evaluation of returned device and provided imagery. Available information suggests that procedural factors (steep insertion angle, device manipulation) likely contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. In this case, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath shaft, hdpe, liner, and/or strain relief damage (such as puncture) due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.